Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings. Customer stated that the insulin pump had fallen and took a while to put back on due to a spinal surgery. Customer's blood glucose reading at the time of the call was 31 mg/dl. Customer stated that the paramedics gave the customer glucagon and the customer was taken to the hospital where they were treated with juice and cookies. Customer also mentioned having scratches on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 348 mg/dl. No further information reported.